Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacing impedance measurements have been high and erratic. During the in-clinic visit, the impedance was normal after taking measurements in multiple arm positions. No noise was seen during isometrics and pocket manipulation. The patient reported sustaining chest trauma around the time of the lead impedance changes. It is unknown if the chest trauma is contributing to the suspected lead issue. Programming changes were made. The patient was asymptomatic and will be monitored remotely.